Manufacturer narrative:
Analysis of the pump revealed no anomaly. An incomplete catheter was returned (proximal segment and 40 degree connector); analysis of the same revealed no significant anomalies.

Manufacturer narrative:
Catheter model: 8709, serial # (B)(4), implanted on: (B)(6) 2011, explanted on: (B)(6) 2011. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that following the pump implant procedure the patient's pump and catheter were explanted due to a 'possible' infection. Patient outcome was noted as no injury/recovered without sequela. Drug delivered was baclofen 500mcg/ml.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.